Event description:
It was reported that the patient was hospitalized due to heart failure, pulmonary issues and acute delirium. After a month the patient was discharged and upon arriving home became unresponsive, while the ventricular assist device (vad) exhibited low flow alarms. The family began cardiopulmonary resuscitation (CPR) as they contacted emergency services (ems). Return of spontaneous resuscitation (rosc) was achieved after multiple rounds of CPR. The patient experienced a down time of approximately 10 minutes. Upon arrival to the hospital the patient was confused with a glasgow coma scale (gcs) of 14, hypotensive, in respiratory distress, with metabolic acidosis with initial ph of 6.9 and lactate of 8.4. It was also noted that troponin was elevated at 26 likely due to type - ii myocardial infarction (mi) with elevated brain natriuretic peptide (bnp) of 850. The patient was started on medications to achieve a mean arterial pressure (map) of 40 and was later intubated for progressive respiratory distress, nitric acid was initiated and patient was weaned of medications. It was noted that the vad continued exhibiting low flow alarms, at bedside an ultrasound showed a dilated right ventricle (rv) and inferior vena cava (ivc) with underfilled left ventricle (lv), a chest x-ray showed bilateral infiltrates left greater than right concerning for superimposed aspiration or pneumonia in conjunction with pulmonary edema. Also, the patient was supra-therapeutic with a international normalized ratio (inr) of 6 with no evidence of obvious bleeding. Further work -up included a computed tomography (CT) angiography of the chest to evaluate pulmonary embolism which was negative, CT of abdomen and pelvis whichshowed no acute process and CT of head with no acute abnormality. Given the patient's progressive worsening heart failure, palliative care was consulted during the last admission. Unfortunately the patient is not a candidate for dialysis or further cardiac interventions due to his end stage right ventricular failure. The patient's family decide to transition to comfort care and the patient died the next day.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. The reported low flow event could not be confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Information provided by the site indicated that the patient was hospitalized due to heart failure, pulmonary issues, and acute delirium. After a month the patient was discharged and, upon arriving home, became unresponsive. The family began cardiopulmonary resuscitation (CPR), and return of spontaneous circulation was achieved. Upon arrival to the hospital, the patient was confused, hypotensive, in respiratory distress, and with metabolic acidosis. It was also noted that troponin was elevated, likely due to type-ii myocardial infarction, with elevated brain natriuretic peptide. The patient was started on medications and was later intubated for progressive respiratory distress. An ultrasound showed a dilated right ventricle and inferior vena cava with underfilled left ventricle, and a chest x-ray showed bilateral infiltrates concerning for superimposed aspiration or pneumonia in conjunction with pulmonary edema. Also, the patient was supra-therapeutic with no evidence of obvious bleeding. Given the patient's progressive worsening heart failure, palliative care was consulted; the patient was not a candidate for dialysis or further cardiac interventions due to end stage right ventricular failure. The patient's family decide to transition to comfort care and the patient died the next day. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, multiple factors may have contributed to the reported low flow event including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling and/or inappropriate pump rotational speed. Per the instructions for use, worsening heart failure, right ventricular failure, respiratory dysfunction, infection, cardiopulmonary arrest, and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.